Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Customer loaded a new cartridge, and reset the pump to resolve the issue. Customer¿s blood glucose level 226 mg/dl.